Manufacturer narrative:
The product is not available for eval and testing. The product is not distributed in the united states, however, it is similar to the united states product. Additional info will be submitted within 30 days from receipt.

Event description:
The report received from the study indicated that, during a scheduled angiography the pt experienced a 90% intra-stent restenosis in the proximal right coronary artery (rca) and a repeat percutaneous transluminal coronary angioplasty (ptca) of the target lesion was performed by implantation of a drug-eluting stent. A new significant lesion (ivp) was treated with balloon angioplasty.